Event description:
Additional information was received indicating only the generator was returned to the manufacturer for analysis. The status of the lead is unknown as attempts to the explanting facility have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported through a returned product form that a patient underwent generator explant surgery due to a lead discontinuity. At the moment good faith attempts to obtain further information have been unsuccessful to date.